Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes blood was found infiltrate into the separation glue. The following information was provided by the initial reporter. The customer stated: ¿when blood is collected in the outpatient department, blood was found infiltrate into the separation glue, immediately report to the equipment department and contact the manufacturer. In order not to affect the subsequent test results, a new tube was collected. The customer has discarded the problem tube.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed. 30 retain samples were subjected to a visual inspection for gel air bubbles. 2 of 30 retain samples had gel air bubbles present in the gel of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, a complaint history was performed and this was the only complaint reported for this defect. No trend was identified. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes blood was found infiltrate into the separation glue. The following information was provided by the initial reporter. The customer stated: ¿when blood is collected in the outpatient department, blood was found infiltrate into the separation glue, immediately report to the equipment department and contact the manufacturer. In order not to affect the subsequent test results, a new tube was collected. The customer has discarded the problem tube.¿.